Event description:
Pain when taking the tampon out- vagina [vulvovaginal pain] two tampons in a row now go in upside down when inserted... String is at the top not the bottom [device physical property issue] pain when taking the tampon out [complication of device removal]. Case narrative: consumer reported via email that she's had two tampons with the string at the top instead of the bottom. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.